Manufacturer narrative:
Per good faith effort (gfe) response, the authorized service provider (asp) engineer stated that the customer had a cooling fan failure and noted that there were no error codes pertaining to this issue. The device resumed normal operation after the cooling fans were replaced. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that during a departmental inspection, it was discovered that the ventilator's cooling fan was not working, which caused overheating. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that during a departmental inspection, it was discovered that the ventilator's cooling fan was not working, which caused overheating. A repair request was submitted, and the fan was replaced. Further case information regarding the repair and reported issue is still pending.